Event description:
It was reported intermittent occlusion alarm occurred. The customers blood glucose level was displayed as "high", a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection and acknowledged the alarm, resuming insulin without replacing supplies.